Manufacturer narrative:
Title a preliminary report on the effectiveness of nanotechnology anti-microbial spray dressing in preventing tenckhoff catheter exit-site infection source pdi, volume 34, 2014 (670-673) article number: 6. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature source of study performed (september 2014), exit-site infection developed in 2 patients (5.4%) in the study group and 9 patients (24.3%) in the comparison group.